Event description:
It was reported that the pump gave an incorrect occlusion. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated as a high alarm displayed: cassette not attached properly. The pump was found to have a bubbled downstream occlusion (dso) sensor seal and display lens that was broken. The labels were undamaged, and the tamper seal was missing. The cause of the reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.